Event description:
It was reported by service report that the foot end of the bed drifts after lowering. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: faulty nut in lift motor.